Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.8, lab: 2.2. Lab draw done immediately after inratio result.

Manufacturer narrative:
Investigation pending.